Manufacturer narrative:
Other text: d4 and g5 are unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review.. Three unit were returned for evaluation of the failure and pictures by the customer was provided. Units returned was received inside of a plastic bag which was not the original package samples were submitted to visual inspection and leak test inspection base on procedure. Two of the samples provided showed a device free of damage defects, and broken, deformed and voids, the leak test inspection was accepted base on procedure and through the execution on equipment manometer (due date calibration 07/2022) . Current samples result: air pressure at 12 inches of water one of the sample provided showed a hole in the breathing circuit and leak test inspection was detectable as rejectable. Conclusions: based on the inspection, only one of the three samples provided it was confirmed as leakage failure for a hole in the breathing circuit. Non-conforming event (nce) was opened ncr due to the occurrence of this failure reported and investigation to identify the root cause will be perform through this ncr and standard operating procedure (sop). Corrective action will be taken through ncr. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that during a pre-use check, leakage of air was observed. No patient injury was reported.